Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to be install multiple cartridges onto the pump. Customer declined troubleshooting with tandem technical support, and declined to provide further information. Reportedly, customer reverted to manual injections for insulin therapy.